Manufacturer narrative:
No patient information provided as no patient was involved in this concern. A medtronic representative went to the site to test the equipment. Testing revealed that the windows host file was found to be corrupted and was missing the ip address. A new ip address was provided and added which resolved the issue. The imaging system then passed the system checkout and was found to be fully functional.

Event description:
Medtronic received information regarding an imaging system. It was reported outside of a procedure that after an upgrade to remote presence 2.0, upon rebooting, the mobile viewing station (mvs) did not see the image acquisition system (ias). There was no patient present at the time this issue was observed.